Event description:
It was reported the device was explanted as the patient either had an infection or the body rejected the device. It was unknown which one, but a culture at the site for bacteria was taken. The result was unknown. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0haza, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the culture taken was negative. The patient was doing well after explant.